Event description:
Allegedly, physician performed a revision of a tibial implant on (B)(6) 2022 due to unknown reasons.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.